Event description:
The pt called lifescan and alleged the one touch ultra meter was displaying error 4. A medical professional was contacted for advice, no symptoms, no treatment received. No action taken by the pt following attempted use of the meter. The temp was within range. The customer care rep performed troubleshooting and the issue was not resolved. The meter was replaced and return expected.